Event description:
The pump was explanted and returned for disposal due to normal battery depletion. It was reported that the pt did not have any symptoms prior to the pump being replaced.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed an alarm anomaly i.e. Cracked resonator. Alarm volume testing consistently showed less than the minimum spec of 70 db. Close microscope inspection of the alarm resonator showed a micro-crack which traveled all the way across the resonator that may have resulted in a low alarm volume. Battery voltage drop during this test was 0.09 volts.